Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that in a implantable neurostimulator (ins) lead kit for urinary dysfunction/sacral nerve sti mulation, fecal incontinence, and gastrointestinal/pelvic floor the lead did not contain a curved stylet or a torque wrench, but did contain 2 white short stylets. This was an alleged out of box failure. The facility opened a second lead kit and discarded the first kit. No patient symptoms were reported.